Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the on/off and shock buttons were not functioning. The reported issues was attributed to membrane failure due to storage outside of the indicated conditions. The corrosion within the membrane panel, on the on/off button, and shock button contact pads on the membrane pcb led to the buttons failing to make contact with the membrane pcb, preventing the buttons to function. The issue was resolved by clearing the corrosion from the membrane pcb. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that the on/off and shock button of their device were unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to heartsine for investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that the on/off and shock button of their device were unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the on/off and shock button of their device were unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.